Event description:
Left total knee implant on 3/7/1996. Return to or for revison on 3/15/1999. Prosthesis found to be cracked-removed. (2) meniscal bearing standard plus prosthesis (10 mm). Replaced with (1) 12.5 mm and (1) 15 mm meniscal bearing standards.